Manufacturer narrative:
The customer reported that they have not had any further occurences of the issue.

Manufacturer narrative:
A specific root cause could not be determined. The erroneous results were found to be measured based on a calibration with highly negative compensator values. This is an indicator that the preparation of standards/compensator were not properly done. Most likely, the compensator was concentrated due to evaporation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received questionable results for a total of approximately 30 patient samples tested for ion selective electrode (ise) sodium (na) and ise chloride (cl). The customer stated that they first had a hint that there was a problem after a patient resulted with critical values and repeated as normal. No details were provided for this patient sample. The customer provided data for a total of 29 patient samples and of these samples, 24 were found to have erroneous results that were reported outside of the laboratory. The initial test results for all 24 samples were reported outside of the laboratory and considered to be erroneous. The 24 samples were repeated on an abl 800 flex radiometer analyzer. The repeat results were believed to be correct. Refer to the attachment for all patient values. The customer stated that the standard and sipper lines were full of air. The customer did indicate that they received ise noise and voltage errors, but the customer was not clear when this occurred. The customer was asked, but did not know if any patients were adversely affected. No adverse events were alleged. The ise sodium electrode lot number was z71 with an expiration date of 01/31/2015. The ise chloride electrode lot number was m56 with an expiration date of 02/28/2015. The field service representative could not determine a cause. He states that the customer had found air in the is syringe before his arrival and the customer primed the system. He checked the fluidics and operation of ise2. He performed an ise check for a total of 25 repetitions and results met specifications. He ran a precision study.